Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured several odd low power and power cable disconnect alarms throughout the event history. There were noted drops in the rsoc voltage values for the system controller when connected to batteries and wall power.

Manufacturer narrative:
Section b5: this information was originally reported under MFR # 2916596-2024-06934 on 25oct2025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
After downloading the log files, the system controller was exchanged. So far the patient did not have any problems with the duration of the load.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 30sep2024 was reviewed. At 16:53:38, an atypical low voltage alarm activates on both power leads while connected to battery power. This atypical low voltage alarm activates in several different instances throughout the log file on both power leads while connected to battery power or wall power. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G section 10 and heartmate 3 instructions for use (IFU) (rev. A) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.